Event description:
Patient reported right-side implant "has ruptured" and that patient "was diagnosed with cancer". The event "was diagnosed with cancer" has been deemed not related to the device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.